Manufacturer narrative:
Results of investigation the device was not returned. The device history records (DHR - batch record) of the concerned device was reviewed and no nonconformity or abnormality in the manufacturing processes was found. Probable cause and comments: although the device was not returned, it was determined to be a serious health hazard because of the remains in the body due to the rupture of the device and the surgical procedure performed to remove the remaining pieces. The surgeon informed us that the event was a serious health hazard. The surgeon commented that he considered the event to be caused by an unintended procedure and not by the device, and therefore, there were no problems with the manufacturing or design.

Event description:
The patient used the device for treatment of the anterior tibial artery. After the treatment, the patient had difficulty in removing the sheath due to a kink of the guide wire (hereinafter referred to as "gw"), and the sheath was moved forward while pulling the balloon toward the hand. The sheath was moved forward while the balloon was pulled toward the hand side. As the procedure was repeated, the catheter shaft broke at the port of the gw and the balloon remained on the gw. After that, bilateral cfa cut-downs were performed. The remnant was successfully removed. Angiography confirmed complete removal of the remnant and the patient was stabilized.